Event description:
It was reported the patient eye was swollen and then the battery pocket in the chest began to hurt and swell. As a result, the entire system was explanted due to possible infection.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.